Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), the response buttons were not working. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front and rear response buttons were found to be defective. The root cause of the defective response buttons was unable to be positively identified, but is likely due to excessive force when using the response buttons. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.